Event description:
It was reported that the following issue was observed on the device: "message displayed: segment failed." Additional notes provided by the facility¿s clinical engineering support services include: "the units error log showed the code 210.6040.1, which means that the display board has gone bad. The display board on this unit was replaced just last year, so it is possible this is an issue with the logic board and not the display board. I have replaced the display board again to make sure that we are covering our bases. If the unit keeps having the same error codes after this, than the issue is most likely with the logic board, which will need to be replaced. I recalibrated the unit, and ran it through all of its pm tests, with no other issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.